Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced cramps and almost lost consciousness. A fingerstick was taken the cgm was reading 68 mg/dl, and the bg reading was 30 mg/dl. The patient was self-treated with a glucagon injection. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia.